Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on 10/18/2016, that on (B)(6) 2016, the patient experienced a hypoglycemic event. Patient reported that they were walking up the street and passed out. Someone showed up after the patient had passed out and called an ambulance. The patient was taken to the hospital and had their blood drawn. The patient did not stay overnight at the hospital. There was no alleged device malfunction. At the time of contact, the patient was healthy. Additional event or patient information is not available. No product or data was returned for investigation. The reported hypoglycemic event was not confirmed. A root cause could not be confirmed.